Manufacturer narrative:
The field service engineer (fse) found the sweep flow restrictor line had a cut in it. The sweep flow restrictor line was replaced to resolve the leak. (B)(4).

Event description:
The customer reported tubing leaking clear fluid (1-5ml) on the coulter® lh 500 hematology analyzer after troubleshooting for high latron primer results. The fluid was contained within instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.